Manufacturer narrative:
Additional information. DHR review: the manufacturing records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Results. For a level ¿a¿ investigation, no DHR review is required. Three tubes were received and tested. There were no issues involving stopper popping off when removing the needle; all stoppers were fully seated after removal. All draws were within specification limits. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode (B)(4).

Event description:
It was reported the stopper popped off and blood shot across the hall onto the wall after use with a 1.8 ml bd vacutainer® plus plastic citrate tube. Translucent light blue bd hemogard¿ closure. No blood exposure to mucous membranes, no injury or medical interventions.